Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor smooth round high profile saline breast prostheses and experienced generalized illness symptoms including bubbling sensations, irritation, anemia, gestational diabetes, asymmetry, dent in the scar, sinus tachycardia, shortness of breath, vertigo, changes in appearance, migraines, unspecified debilitating symptoms, chronic fatigue, brain fog, tinnitus, hearing loss, nose bleeds, and kidney infections post-operatively. In addition, it was reported that the patient developed a hematoma three weeks after surgery and had to return to the surgeon's office. It's unclear if it was treated or not and how. It was also reported that the patient also became pregnant while having breast implants and experienced major health issues, which she didn't have during her first pregnancy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.